Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a threader balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. The tip, balloon, markerbands were microscopically inspected. Functional testing was done by attaching an inflation device filled with water to the hub of the balloon catheter. When pressure was applied, a pinhole was found in the balloon material, at the distal edge of the markerband. Inspection found the rest of the device free of damage and there is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery. After a wire crossed the lesion, a 1.2mm x 12mm threader¿ balloon catheter was advanced to dilate the lesion. However, upon the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 1.0mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery. After a wire crossed the lesion, a 1.2mm x 12mm threader balloon catheter was advanced to dilate the lesion. However, upon the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 1.0mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.